Event description:
It was reported that "during cvc insertion in right femoral on 1 year old baby, it was observed that the swg kinked 90 degrees when the introducing the dilator. The swg was already in place and confirmed via echography. This happened twice with this patient on the same day with the same lot number. It was not possible to reinsert new cvc in the same insertion site as hematoma appeared. A new cvc was inserted in the left femoral. As a result, it prolonged the sedation time with hemorrhagic and infection risk for the baby".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during cvc insertion in right femoral on 1 year old baby, it was observed that the swg kinked 90 degrees when the introducing the dilator. The swg was already in place and confirmed via echography. This happened twice with this patient on the same day with the same lot number. It was not possible to reinsert new cvc in the same insertion site as hematoma appeared. A new cvc was inserted in the left femoral. As a result, it prolonged the sedation time with hemorrhagic and infection risk for the baby".